Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and off no power alarm, then turned off. The customer was advised to change the battery and call us again to test the pump. The insulin pump will not be returned for analysis.